Event description:
Customer called to report the pump did not have an audible tone. It was stated that when the self-test was performed, the audible tone could not be heard. Device was changed to vibrate mode at the time of this call.